Event description:
Additional information was received: it was reported that the cause has not been determined, but the error did not appear again so patient is fine and can go on with this ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that once these troubleshooting steps were followed the error code did not appear again: interrogate the ins with a clinician programmer to clear any possible overvoltage flag/condition in the ins. Pay close attention to the next recharge sessions. If the clinician software has cleared the overvoltage and subsequent recharge sessions still present this error (persistent), then there is a problem with the device that can¿t be fixed and explant should be considered. If the 1021 code does not reoccur during future recharge sessions (not persistent), the code likely occurred in error and the ins likely does not have overvoltage-related issues.¿ obviously it was a false 1021 warning which is a known issue and can happen in rare cases.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they saw a error code of 1021 which translates to overvoltage, unrecoverable implantable neurostimulator (ins) error result. It is expected to be a very rare occurrence. They device may have a compromised shunting circuit (current and/or voltage limiter) and may need to be explanted if it is persistent. They were told to use the clinican app to interrogate the ins to attempt to clear the overvoltage condition. There were no symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the error did not recur after another telemetry. A new data report was generated on 2.5. And sent to you. The issue was resolved. The patient is fine and can go on with this ins.